Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that device was not running and it failed the safety assessment (check function of soft mode switch). It was determined that because the device did not run when the trigger was pressed, there was no function or motion. It was further determined that the device had sticky triggers and the upper trigger was damaged. It was determined that an unknown liquid was coming out of cover sleeve. During service/repair, it was determined that the teeth on angular wheel was damaged, there was an unknown liquid and corrosion on the motor and there was corrosion on the gear, press pin and housing. It was further determined that there was an unknown liquid inside the device. It was further determined that the issues were consistent with normal wear and improper cleaning. The assignable root causes were determined to be due to normal wear out from use and improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the compact air drive device was not working properly while being used together with the oscillating saw attachment device. During in-house engineering evaluation, it was observed that the device was not running and it failed the safety assessment (check function of soft mode switch). It was determined that because the device did not run when the trigger was pressed, there was no function and no motion. It was further determined that the device had sticky triggers and the upper trigger was damaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.